Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kits were reviewed and the dhrs showed the libre sensor kits passed all tests prior to release. Sensor (B)(6) has been returned and investigated. Visual inspection was performed on sensor patch and no physical damage was observed. Adhesive was not returned. If the adhesive is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted. This also serves as a correction report. Section h10 (additional mfg narrative) was incorrectly documented in the previous report. Correction has been made.

Event description:
A customer experienced a skin reaction while wearing an adc device and experienced an allergic reaction at the sensor site. Customer had contact with a healthcare professional and was prescribed an "unspecified drug" for treatment. There was no report of death or permanent injury associated with this event.

Event description:
A customer experienced a skin reaction while wearing an adc device and experienced an allergic reaction at the sensor site. Customer had contact with a healthcare professional and was prescribed an "unspecified drug" for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. N/a was selected for g4 as it is unknown if the user was using android, ios, or a reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.